Manufacturer narrative:
Eval: under water leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 7/22/97. On 7/25/97, there was evidence of dark brown material in the tubing suggesting a mixture of helium and blood. A spontaneous leak took place after four days of iabp. The iab was removed immediately after aspiration of all air/helium from the lumen. No second iab was inserted into the pt. The pt's condition before and after the event was critical. (Datascope rec'd this report on 8/18/97 via the mandatory medwatch form from the user facility; uf/dist report number: 070022-1997-0009). The following was reported to datascope on 12/8/97: bloody fluid was noted to be within the iab tubing. There was no pt injury or complication as a result of the event on 7/25/97. The pt went on to expire on 7/29/97 but the pt's death was not directly related to the iab event. [Event complications]: none from the event-reported 8/18/97 and 12/8/97. [Pt's current status]: expired on 7/29/97.